Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that the sensor gave inaccurate readings and caused the threshold suspend to be activated when the blood glucose reading was not low. He reported that the sensor reading was 60 mg/dl and the blood glucose reading was 160 mg/dl. The sensor was not replaced or returned for analysis.